Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During the analysis, fraying of the insulation could be seen about 13 cm distal of the is-1 connector pin. The rope conductor to the ring electrode had been cut through at this site. These damages can with high probability be regarded as the cause for the clinical complaint. The position and kind of the frayings are characteristic for massive mechanical stress of the lead due to friction at the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. The check of the conduction passages in the context of the electrical analysis did not show any other conductor fractures. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of 20 months it was reported that the lead was explanted due to an exit block.